Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Customer initially reports the tip broke while using. On (B)(6) 2015, doctor reports the device broke while elevating a tooth. Tip retrieved, no subsequent patient issues.

Manufacturer narrative:
On 8/26/1205 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis: an elevator returned in used condition, showing wear with a broken tip. The tip has blackening at the fracture site and with continued cleaning and excess force applied to the tip of the instrument it may have caused the metal to break down and eventually causing the tip to break. Device history evaluation - nonconforming product report / nonconforming material report history: none variance authorization / deviation history: none engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none health hazard evaluation history: none conclusion: the complaint report has been confirmed; the root cause has not been identified as a workmanship or material deficiency.